Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer advised customer to replace the flow sensor assembly. The customer reported has received his flow sensor assy. The product support engineer (pse) clarified that it is both air and o2 and discussed installation. Followed up with customer who verified the flow sensor assy was installed and the unit passed all pvt. The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that during preventative maintenance (pm) test five is not passing; air flow accuracy. There was no patient involvement.